Event description:
It was reported that the wheels do not allow the cot to be pushed straight. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The unit was evaluated by the customer.